Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The clinician observed some right ventricular (rv) packing spikes without capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.